Event description:
Reportedly, shaft detached near the handle during the procedure with 1 instrument, but the procedure was able to be completed with same instrument. Three remaining instruments (sterile inside box) are broken in the same manner. Two remaining instruments that are not broken are also being returned, account will not use. No injury to patient. Procedure: lap chole.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insuffcient to support a conclusion that a device related malfunction did not occur, the complaint will be reported to the FDA.